Event description:
Information received from our affiliate in (B)(6). Our affiliate was notified on (B)(6) 2014 that 3 patients were treated in the same hospital with infections corneal ulcers. This report is for one patient who was reported "hospitalized with keratitis, but has recovered now and his vision is good." This patient was reported to be wearing 1-day acuvue trueye brand contact lenses. Few details are known regarding the individual patients. The details of each case are not provided. We are continuing to investigate and will provide updates as information becomes available. Our affiliate noted that the region where the events occurred is near the (B)(6) in a conflict zone and this may affect sanitation in the region. The information further indicated "the water in rivers and lakes of (B)(6) is infected, swimming is strictly prohibited though two patients deny that swimming took place." The other 3 events are reported in 1033553-2014-000083, 1033553-2014-00084 and 1033553-2014-00085.

Manufacturer narrative:
Lhr: a device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot 5036930833 was manufactured under normal conditions. Device: contact lens, patient: keratitis. Method: device not returned. No evaluation will be performed. Conclusions: unable to confirm complaint. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.